Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal stenosis and underwent open transforaminal lumbar interbody fusion at l5-s1. During the surgery, the cage broke upon insertion with normal impaction. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported as the result of the event.